Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe integrated electro surgical unit(iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/o lymphadenectomy surgical procedure, customer was continuously encountering activation errors on the erbe. Technical support engineer (tse) reviewed the logs and found c-71 errors. Tse had caller restart the system, error cleared, but eventually returned. The procedure outcome is unknown at this time. There was no reported injury.